Manufacturer narrative:
The customer indicated the imprecision was also affecting qc samples. The customer did not provide any information about other system errors or other chemistries affected. A field service engineer (fse) went on-site and replaced the photometer which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic crp results generated by the unicel dxc 800 pro synchron chemistry analyzer for patient samples. There were low crp flyers for the first two replicates when run from the instrument standby state and the crp calibration failed when run from standby. No specific patient results were provided. Results provided by the customer (shown in the attachment) were for multiple replicates of the samples, it is not indicated whether all of these were patients. The erroneous results were not reported outside of the laboratory and there was no affect to patient treatment with regard to this event.